Event description:
Following a percutaneous transluminal coronary angioplasy procedure (date not documented), a pt had an angio-seal device placed. Approximately 15-30 minutes post tension spring removal, bleeding was noted from the puncture site; a femostop was placed with control of the bleeding, and the pt was later discharged. Approximately three (3) days later the pt experienced signs of vascular insufficiency. A doppler was performed which indicated the presence of an occlusion. The pt was taken to surgery where the anchor, suture, and collagen were removed from the pt's popliteal artery. The pt reportedly tolerated the procedure well. As of 11/23/1998 there has been no report to the MFR of further complication or pt sequelae.